Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the bradycardia and abrupt vessel closure could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
Two shockwave c2+ coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the left anterior descending artery. This report is for the first catheter (refer to MDR# 3015053858-2025-00004 for the second catheter). The first ivl balloon lost pressure on the third pulse of the first cycle. Air was introduced into the vessel, abruptly closing it. Atropine and high flow oxygen were used to treat and help the patient recover from severe bradycardia. The patient experienced significant st depressions prior to the bradycardia. Rota was then used to open the vessel. A new ivl balloon was pulled and would not cross the lesion. After ballooning, a stent was placed. The patient was originally scheduled for outpatient and was admitted for observation post event. There have been no additional patient sequelae reported.